Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; midterm single-center results of endovascular aneurysm repair with additional endoanchors sekub r. Goudeketting, jan wille, daniel a.f, van den heuvel, jan-albert vos, jean-paul p.m. De vries department of vascular surgery, st antonius hospital, nieuwegein, the netherlands mira institute of biomedical technology and technical medicine, university of twente, enschede, the netherlands department of interventional radiology, st antonius hospital, nieuwegein, the netherlands department of vascular surgery, university medical centre groningen, the netherlands https://doi.org/10.1177/1526602818816099.; 18 against IFU due to use in short neck anatomy. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx guide, applier and endoanchors were used prophylactically and therapeutically in the endovascular treatment of patients in conjunction with endurant, valiant and talent stent grafts. The following adverse events were noted; malfunction; type ia endoleak, type ib endoleak, tyep IV endoleak, endoanchor fracture, endoanchor dislocation, occlusion, self-resolved endoleak.